Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a normal device check. The device was unable to interrogate. Two different programmers were tried. Attempt to run the telemetry test was unsuccessful. The device exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2018. The patient was in a stable condition post procedure.